Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Dr. (B)(6) reports patient (B)(6) a status post left abg ii modular revision done on (B)(6) 2013 has had several dislocations and dr. (B)(6) would like to put a longer neck on. The procedure was performed through the anterior approach. The head was removed using a bone tamp. A v40 to c taper sleeve and a 32 +5 c taper head was impacted. After looking at the leg length and stability he decided to switch out the sleeve and head to a 32 + 2.5 c taper. Surgical site was closed. Performed without incidence.

Manufacturer narrative:
An event regarding dislocation involving a ceramic head was reported. The event was not confirmed. Method and results: device evaluation and results: not performed as the reported device was not returned for evaluation. Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, patient history, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
Dr. (B)(6) reports patient df a status post left abg ii modular revision done on (B)(6) 2013 has had several dislocations and dr. (B)(6) would like to put a longer neck on. The procedure was performed through the anterior approach. The head was removed using a bone tamp. A v40 to c taper sleeve and a 32 +5 c taper head was impacted. After looking at the leg length and stability he decided to switch out the sleeve and head to a 32 + 2.5 c taper. Surgical site was closed. Performed without incidence.